Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, he was on his way to his doctor appointment when the unit was not working properly. The poc was not delivery enough oxygen. He had shortness of breath when using the unit and decided to go to hospital due to lack of oxygen. He was too far from home to use the home unit. He is on oxygen 24/7. He stayed at the hospital for 3 days. They gave him oxygen and breathing treatment. The patient has received a replacement the following monday morning.